Event description:
The us complainant had an aic (automated impella controller) replaced by field service due to a broken purge clip. There was no noted harm or injury from the aic replacement. IFU being followed and backup console will be used.

Manufacturer narrative:
The impella device was received from the customer on 01-aug-2022. Data analysis: imc logs were reviewed and deemed irrelevant for the failure mode. Device analysis: console arrived in danvers. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. See photo "(B)(6) broken purge disc retainer" attached. Repair task: before returning to customer, fs will be instructed to: - replace purge disc retainer and purge flag (5500-0222) - validate purge pressure sensor via pm (0042-7309) - perform fc (0042-7316).